Event description:
It was reported that during an unknown procedure, the device is broken and it is impossible to continue the surgery with the device. The knife is broken. A competitors device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft cover damaged (material was intact), and the I-blade (knife) bent and chipped. The device was mechanically tested and the jaws opened and closed without difficulty. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alerts screens displayed during functional test. There were no anomalies noted with the functionality of the device. The instrument was used to cut test media and it performed as expected. The device opened and closed as expected without force. Aperture width, rotation, and articulation met requirements. There is no evidence what caused the damage; a possible cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.